Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis. Since no lot number was provided, no device history record review could be performed. Concomitant products: generic - lasso, model #: lasso, lot #: unknown_lasso; generic soundstar catheter, model #: m-5723-00, lot #: OEM_m-5723-00. (B)(4). The left side pulmonary veins were isolated by using radiofrequency ablation. When the catheter was moved from the left pulmonary vein, the patient's blood pressure dropped. Intracardiac ultrasound showed the patient had a pericardial effusion. Ffp was infused to reverse coumadin and protamine was given to neutralize heparin. An interventionalist was called and the physician placed a pericardial drainage successfully. The patient's blood pressure kept dropping. Thus, the patient was transferred to the operating room and underwent cardiac surgery. The patient was admitted to the sicu. Additional information has been requested on the event, but no additional information has been received.

Manufacturer narrative:
On (B)(4) 2013, additional information was received on the event. The physicians opinion on the causality of the perforation was that it occurred in an area of ablation from possibly the sheath. There were no other factors that might have contributed to the perforation event. The physician did not notice any abnormal signals prior to the event. The physician did not experience any difficulty in manipulating the catheter. The rf generator was set to ¿power control¿ mode at 25 ¿ 30 watts. The power was titrated during the ablation. It reached its target setting within 2 seconds before the event. The temperature cut-off setting was set to 47-50 degrees and the flow setting was set to 15 ml/min. The ablation sheath used was the agilis sheath. The act was maintained at 250 ¿ 300. Per the additional information provided, corrected the concomitant product to soundstar eco sms 10f catheter /model #: m-5723-15 / lot #: OEM_m-5723-15 from generic soundstar catheter / model #: m-5723-00 / lot # OEM_m-5723-00.

Event description:
It was reported that while performing an atrial fibrillation (afib) procedure, the patient experienced a pericardial tamponade. They were working in the left atrium when the effusion was noted. A pericardial drain was in place with 480 cc of bright red blood removed. The patient was brought to the ep lab in a fasting state. She was prepped and draped in a normal sterile fashion. Two 6 french sheaths and one 11 french sheath were inserted into the left femoral vein. Two 8 french sheaths were inserted into the right femoral vein. The patient was under general anesthesia. The coronary sinus catheter was then advanced from the left femoral vein to the coronary sinus. A his catheter was placed in the left femoral vein, as well, and the tip was located in the his bundle. A 10-french ultrasound catheter from bwi was inserted from the left femoral vein and placed in the right atrium. Electroanatomic mapping was performed and the left atrium was reconstructed. The 8f sheaths were exchanged to across transseptal sheath and a transseptal catheterization was performed. The patient possibly had a patent foramen ovale, and the catheters easily went through from right atrium to left atrium without deploying the needle. Heparin was given as soon as the transseptal catheterization was performed. One across sheath was exchanged with a 8.5 st. Jude agilis sheath. Then a lasso catheter was placed into the across sheath and advanced to the left atrium. Electroanatomic mapping was performed by using a lasso catheter. Pulmonary vein isolation was performed using a 4mm d/f biosense ablation catheter.

Manufacturer narrative:
On (B)(6) 2013, clarification was received on the specific information for the lasso catheter concomitant product. Per the additional information provided, corrected the concomitant product to lasso nav variable eco /mfg #: d-1343-01-s /us, catalog #: d134301 /lot #: 15755956l from generic ¿ lasso/model #: lasso/lot #: unknown_lasso. (B)(4).